Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the dilator tip was found damaged during use on patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). New information received indicates that this was not a reportable event; thus, the initial MDR submitted on 10/25/2021 should be retracted.